Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they were experiencing low blood glucose level. Customer's glucose level was 45 mg/dl. Customer also stated high blood glucose 220 mg/dl and treated with bolus. Customer also reported issue with tape. The insulin pump will not be returned for analysis.